Event description:
One of four mp30 wireless monitors was defaulted for multiple bed labels on the central station. This is a configuration issue at main nurses station when a monitor is selected. The monitor/device assigned number and the label/monitor # are not easily selected at the central station. After the problem was resolved by philips (corrected the configuration file) the potential still exists to select wrong label/label/monitor #.